Manufacturer narrative:
Additional information has been provided in a.1, g.1, g.2, h.3, h.6 and h.10. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The phaco handpiece was connected to a resistance test box and the input and output impedance were found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The phaco handpiece had a pressure sensor test performed on it and passed. The returned sample was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The phaco handpiece passed all testing and met all product specifications. Therefore, the customer reported event could not be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. There is no evidence that the design or manufacturing of the phaco handpiece contributed to the reported event. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product sample is in transit to the manufacturing facility. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-51891.

Event description:
A customer reported that during a right eye cataract procedure the surgeon lost irrigation, he released the foot pedal and then, when pressed again in the same phacoemulsification step it worked well for couple of seconds and then lost irrigation again in the same step. The anterior chamber collapsed but not to the extent of patient injury. There was an advisory noted on the screen. The procedure was completed. Additional information has been requested.